Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
The customer reported to baxter (B)(4) one (1) vial-mate cloxacillin stragen100ml nacl 9mg/ml that does not allow flow - the liquid will not pass. There was no patient involvement, medical intervention or patient injury reported. A sample is reported to be available. No additional information is available.

Manufacturer narrative:
(B)(4). An actual sample was sent in for an evaluation. A visual inspection of the sample received confirmed the reported defect. It was impossible to move the solution from the vial back into the viaflo unit due to a blocked needle. On closer inspection three particles were found inside the needle of the vialmate adaptor. Based on the evidence gathered during this investigation the root cause that caused the reported defect was identified as incorrect docking angle used. This will have caused the needle to core the self sealant inside the injection port and during the activation process particulate matter blocked the needle. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.